Manufacturer narrative:
Insulin pump received with protruded and loose support disk, minor scratches on display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker. Insulin pump was unable to prime during the prime test due to protruded and loose drive support disk. No prime alarm noted. Insulin pump passed basic occlusion test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. Customer also states that the insulin is squirting out. The blood glucose reading is unknown. The insulin pump will be replaced. Nothing further reported.